Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised adjusting the connection after that ultrasound image was successfully displayed on the monitor. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that video system center had no ultrasound image during inspection for use. There was no patient involvement.